Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the pump powered on to the "verify" screen with a fully illuminated and clear display. Moisture was not observed behind the display lens; however, moisture corrosion was found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The returned battery cap was used to complete the investigation. The pump case was removed and no further evidence of moisture was found inside the pump. No evidence of dim/faded/discolored display observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.